Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer was hospitalized due to an elevated blood glucose level. A specific blood glucose (bg) value was not provided. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.